Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a guidewire lumen kink was observed through fluoroscopy. The balloon catheter was then unable to be retracted into the sheath. The inflation was performed several times and the ¿push¿ button was pushed to stretch the shaft. The balloon catheter was then able to be retracted into the sheath. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: visual inspection of balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for twelve injections. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. The inability to insert the lab test sheath / balloon catheter were reproduced. The od of the balloon proximal bonding was within specification. The dissection test showed a guide wire lumen was bent at 1.2 inches from the tip of the catheter. In conclusion, the reported (gwl kink, compatibility of balloon catheter and sheath) have been confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.